Event description:
Female reports having 3rd degree burns after applying compound w freeze off to eight wart (located on leg, knee and finger). Customer initially reported that she sprayed the product while the applicator was against wart. Customer sought medical attention approximately 2 weeks after date of treatment. Customer claims scarring has occurred from the treatment.